Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
A medtronic representative reported that, while in a cranial procedure, the site alleged they had to wet down the spheres in order for the camera to see them properly. The site also reported their navigation system became unresponsive. In trouble-shooting, a system re-boot restored normal function. Issue was resolved. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
On (B)(6) 2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.

Manufacturer narrative:
A medtronic representative, following-up at the site, performed several registrations, put things aside while in navigate and returned to see if a software freeze occurred. No issues. The medtronic representative inspected the camera cable and found no issues. Several components were returned and the analysis of each is as follows: return requested. Replacement positioning sensor unit (psu) shipped to site. Medtronic investigation of suspect psu, returned on 07/06/2015, finds that the returned psu has many nicks and scratches. When connected to a known good system, the psu powered up and tracked normally. The psu was allowed to run uninterrupted overnight. There were no cycling events during this time. However, the psu failed an aak test at .42 mm. Physical damage to the psu. Electrical failure - failed diagnostic test. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. (B)(4)